Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02408. FDA product code - phx. Concomitant medical products: item# unknown taper adapter; lot# unknown. Foreign source: event occurred in india. G2: literature - chitten, jojin jose; arora, manit; bathla, gaurav. A prospective observational study on short-term functional outcomes of primary reverse shoulder arthroplasty in the indian population. Journal of arthroscopy and joint surgery: apr¿jun 2022 - volume 9 - issue 2 - p 51-56. Doi: 10.4103/jajs.jajs_37_22. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was retrieved from the journal of arthroscopy and joint surgery (2022) that reported a prospective observational study from india. The purpose of the study was to analyze the functional outcomes and complications, within the indian population, who underwent a primary reverse total shoulder arthroplasty. The study reported one patient had a reverse shoulder arthroplasty on an unknown date. Subsequently, during the immediate post-op period, the patient was revised due to disassociation of the glenosphere. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.